Event description:
A patient reported experiencing inaccurate erractic results with a lifescan meter. The patient's blood glucose results were 160, 215, 255, 456 mg/dl. Tests were done within 10 minutes with a difference of 53%. Patient did not experience any adverse events.